Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. Device history record for the lot reported was reviewed for compliance and no issues were observed. Product was manufactured, tested and released in compliance with our procedures. The doctor stated that the valve was explanted and was able to get patient pressure back up with another product.

Event description:
Doctor recently had a patient that had low pressure post-op with a completely flat chamber post-op day 1.